Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was squirting out during the manual prime process. Customer's blood glucose was 160 mg/dl in the morning. Customer was rewinding the device with the reservoir in place. Customer was advised this could be the cause of the problem. Customer also stated there were air bubbles in the reservoir. It was explained to customer that rewind the device with the reservoir in place can cause air bubbles. Nothing further reported.